Manufacturer narrative:
No customer product was returned to immucor for immucor investigation. The immucor laboratory tested retention product on (B)(6) 2016, which performed as expected. Immucor technical support assessed the images of the test wells for the testing in question, using a remote electronic connection method on (B)(4) 2016 and found that the unexpected negative wells were indeed appearing as negative.

Event description:
On (B)(6) 2016, a customer reported an unexpected negative antibody identification when using capture-r ready-ID when used on a galileo neo, when tested on (B)(6) 2016.